Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019. The customer¿s blood glucose level was 358 mg/dl at the time of incident and current blood glucose 120 mg/dl. The customer was treated manually and with intravenous fluids in the emergency. The customer had symptoms such as nausea, vomiting and difficulty in breathing. It was reported that the customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. Insulin pump received with serial number label fading, scratched case, pillowing keypad overlay, cracked case behind the insulin pump at the battery compartment, cracked battery tube threads and minor scratched lcd window.